Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6) 2015 and is approximately 2.5 years old. This driver is not available to be returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
Issue reported: driver completely stopped during insertion on a cardiac arrest patient. The driver worked fine the night before and flashed green on the indicator light. Secondary truck was available and they used their ez-io driver to place the needle. The patient was alive on scene and for the transport. The patient's outcome once the hospital received the individual is unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: driver completely stopped during insertion on a cardiac arrest patient. The driver worked fine the night before and flashed green on the indicator light. Secondary truck was available and they used their ez-io driver to place the needle. The patient was alive on scene and for the transport. The patient's outcome once the hospital received the individual is unknown.